Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing determined that the cable was indeed damaged but the damage did not impact functionality. Concomitant medical products: other relevant device(s) are: product ID: 9734639, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the power cable was damaged and had exposed wires. There was no patient present when this issue was identified.